Event description:
It was reported the patient's blood glucose level (bg) rose to 29 mmol/l (522 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient reports being unsure if the pod was delivering insulin. As treatment insulin pens were used.

Manufacturer narrative:
The device was returned and evaluated. The soft cannula was not visible in the bottom housing window. Upon removal of the housing, the external portion of the soft cannula was found to be torn off which contributed to internal damage to the soft cannula. The timing and cause of this damage cannot be determined. The shortened cannula was measured to be 0.517 inches. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation.